Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a tracheostomy tube balloon did not inflate when water was added, prior to patient use. The trach was checked prior to placement and the issue was discovered at that time. No harm to the patient occurred. No medical intervention was required. The event was resolved as the trach was not placed; another properly functioning trach was successfully placed.

Manufacturer narrative:
One device was received. Visual and functional testing could not replicate the reported fault. The complaint was not confirmed as no product fault was found. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. A root cause could not be established as the complaint was not confirmed.